Event description:
A male fainted on street following mediport placement. Pt taken to hospital. Found to have bleeding secondary to placement of mediport. Treatment with i.v. Normal saline. Recovered and discharged 2 days later. Decreased hgb 11.